Event description:
Reported 1 suspected false positive sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. No confirmatory testing completed. Attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.